Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experienced ongoing elevated blood glucose (bg) levels averaging 400 (mg/dl) for several weeks. Injections were delivered to address bg levels. Reportedly, the customer believes the pump is not delivering insulin properly. System check with tandem technical support for current elevated bg levels indicated the pump was performing as expected. Recommendation was made to consult with a health care provider to discuss diabetes management.